Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to difficult anatomic conditions or a challenging placement site. Insufficient flushing of the device may be another contributing factor for increased release force. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during stenting of a stenosis in a right upper arm fistula, the sheath of the stent delivery system could not be pulled back and the endovascular stent graft could not be deployed. The delivery system was removed without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.